Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of a cartridge of a single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing.a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The multifire staplers are equipped with a safety interlock which prevents the handle from being squeezed a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was not able to fire. In order to resolve the issue and complete the case, opened a new stapler. There was no patient harm. The patient status is alive, no injury.